Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Upon visual evaluation of the image of the device provided, no apparent damage or visual anomalies were observed. Additionally, scar tissue was observed in the photo. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant was shrinking. A physical examination was performed by a physician and deflation was diagnosed. Additionally, right sided capsular contracture (baker grade unknown) was present. As a result, an explant was performed on (B)(6) 2020. The left sided deflation was reported initially under 1645337-2020-02638 on (B)(6) 2020. On (B)(6) 2020 mentor received additional information and initial awareness of the right sided capsular contracture. This report relates to the right prosthesis.